Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump motor had stalled. This was confirmed in the event logs. There was no motor stall recovery recorded. The report indicated that the patient had an MRI. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.